Manufacturer narrative:
(B)(4). The customer report of a migrated catheter was confirmed through complaint investigation of the returned sample. The customer returned one 4-l cvc for evaluation. Signs-of-use were observed on the catheter body and within the extension lines. Visual inspection of the catheter revealed the juncture hub suture wings were torn. Microscopic examination confirmed the damage. The observed tears in the suture wings did not occur at the moulding seam. The suture wing tears appeared rough and jagged and appear consistent with undue force being applied to the catheter while inserted and secured. The instructions-for-use (IFU) provided with the kit warns the user, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary. Precaution: minimize catheter manipulation throughout procedure to maintain proper catheter tip position." A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "accidental removal of the central venous catheter due to defective equipment. The attachment points of the catheter are intact and properly attached to the skin. (Fragile plastic of the fins does not guarantee the safety of the catheter attachment". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "accidental removal of the central venous catheter due to defective equipment. The attachment points of the catheter are intact and properly attached to the skin. (Fragile plastic of the fins does not guarantee the safety of the catheter attachment". The patient's current condition is reported as "fine".